Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the transmission, the patient's right ventricular (rv) lead was found to have exhibited over-sensing of noise. Rv lead conductor fracture was suspected as the cause of the over-sensing. The rv lead was explanted and replaced on (B)(6) 2021. The patient was asymptomatic and was stable throughout.